Event description:
Syringe had vertical crack in the barrel and upon making hazardous compound, the medication squirted out of the barrel all over the caci (compounding aseptic containment isolator) hood.